Event description:
Healthcare professional reported, rupture. Seroma-late was later reported, based on ultrasound results. Device was explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed, as surgical damage. Missing shell assessed, as inconclusive. Seroma-late: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis previously reported in h.10. Additional, changed, and/or corrected data: b5, b6, h3, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Seroma-late was later reported based on ultrasound results.

Event description:
Healthcare professional reported, rupture. Seroma-late was later, reported. Based on ultrasound results. Device was explanted. This relates to the left side.

Event description:
Healthcare professional reported rupture. Device was explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: no observed rupture on the device. No additional observations are performed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.